Event description:
Additional information was received reporting that the device was not explanted.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead; serial#: unknown; product type: lead. Product ID: 3708660; serial#: (B)(6); implanted: (B)(6) 2020; product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_ext, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's family called to inform that recently, the patient's scalp felt numb at the implanted lead location and there was swelling at the extension location. The doctor diagnosed that there was no problem. The patient is currently planning to have the device explanted. Unknown if the issue is resolved. They were advised to communicate with healthcare provider for treatment.